Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. There were several boluses programmed and they were properly delivered and recorded in the bolus history. The insulin pump functioned properly. The device was received with minor scratches on the lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer's mother reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 400 mg/dl. Troubleshooting for high blood glucose was performed. Customer went to the hospital two times as a result of high blood glucose, diabetic ketoacidosis, vomiting and nausea. Customer was able to bring down their high blood glucose with IV and injections. Customer's mother declined to troubleshoot the insulin pump and stated they have performed all remedies in the past. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.